Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 287 mg/dl at the time of incident and other blood glucose level was 190 mg/dl and 249 mg/dl and 296 mg/dl and 354 mg/dl. The customer was treated with insulin pump. Customer reported that the drive support cap was sticking out. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege possible insulin pump was under delivering. The insulin pump will be and the reservoir will not returned for analysis.